Event description:
Drive devilbiss healthcare is the initial importer of the device which is a power wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will submit additional data when it becomes available. The customer stated she doesn't think she is suited for one wheel scooters in the front and is unhappy with them. When she is driving it the wheels are hard and she can feel the bumps and has bruises on her body with every step. The end-user was attempting to make a left turn while using the device. She reported that the wheels got stuck and she tried to stop the momentum of the device wit her left leg. There was some swelling of the leg and complained that her bones hurt. She went to the hospital for x-rays a second incident occurred while she was going to therapy with the scooter. She came off the bus and turned right to cross the street . When she turned to her left the device flipped over and landed on her. She went to the doctor there was some bruising and swelling on the customers legs and hip. The end user will do physical therapy on her leg.

Event description:
Drive devilbiss healthcare is the initial importer of the device which is a power wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will submit additional data when it becomes available. The customer stated she doesn't think she is suited for one wheel scooters in the front and is unhappy with them. When she is driving it the wheels are hard and she can feel the bumps and has bruises on her body with every step. The end-user was attempting to make a left turn while using the device. She reported that the wheels got stuck and she tried to stop the momentum of the device wit her left leg. There was some swelling of the leg and complained that her bones hurt. She went to the hospital for x-rays a second incident occurred while she was going to therapy with the scooter. She came off the bus and turned right to cross the street . When she turned to her left the device flipped over and landed on her. She went to the doctor there was some bruising and swelling on the customers legs and hip. The end user will do physical therapy on her leg.